Manufacturer narrative:
Since nothing is being returned for our investigation the complaint cannot be confirmed or denied and therefore, the exact cause of the physician's experience with the device cannot be determined. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. Section "f" completed by manufacturer. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.

Event description:
The physician claims that the graft was implanted for an acute aortic dissection replacement procedure of the ascending aorta. After completing the anastomosis, the graft leaked blood a branch joint and also the entire branch itself. The duration of the leakage was approx 90 minutes. Protamine was administered and the bleeding stopped. The procedure was completed with the same graft. The graft was left in. There were no subsequent complications for the pt. The pt's condition is reported as good. On 20-nov-2006, we learned that, the quantity of blood lost through the graft was 1 liter. The pt rec'd 10 units (1.3 - 1.5 liters) of blood replacement.